Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The reported failure could not be reproduced during in-house testing and the device operated per specifications. According to the customer report, the device failure was possibly caused by a damaged external power supply unit (psu). The power supply was discarded by the customer, therefore, resmed was unable able to confirm the power supply issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a loud noise was heard coming from an astral device and then the device became inoperable. There was no patient injury reported as a result of this incident.